Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient experienced diaphragmatic stimulation. Visible stim in subjects abdomen. Lv lead programmed off on (B)(6) 2018. On (B)(6) 2018, lv lead programmed on to lvtip1>rv coil. No noted pns. Should additional information become available, this file will be updated.